Event description:
Reported due to difficult removal of device. The physician attempted an arteriotomy closure with theperclose proglide device after a diagnostic procedure. The procedure was performed via the left femoral artery. Fluoroscopy was performed prior to the procedure and resulted in a vessel that was described as being "normal". The device was inserted without any resistance and mark was adequately acheived. The physician met resistance upon removal of the device. Force was used in order to release the device from the pt's groin. Hemostasis was acheived with manual compression and no pt adverse events occurred. Although requested, no additional info was provided.